Event description:
Per dealer, no power.

Manufacturer narrative:
(B)(4) - follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2013-02319, indicting the brand name of the product as a portable oxygen generator (concentrator, homefill) with the common device name as 868.5440. The correct brand name is suction apparatus, patient care for an aspirator, common device name is 870.5050.